Event description:
A healthcare worker complained of severe headache, nausea, and watery eyes after working in a room where cidex opa was used. The worker did not seek medical attention and there is no ventilation in the room. It was reported that the solution is in a closet and up until last week the hood vent was removed. The customer was advised of the IFU and msds for cidex opa.